Manufacturer narrative:
Corrected fields: b5. Describe event or problem. H6. Device codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, fluoroscopy did not reveal the cause but physician suggested the lead was compromised. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.